Event description:
It was reported that pump insulin gauge displayed amount different than caller expected, with pump showing a fill estimate of 40 units while caller expected less than 40 units and the difference greater than 30 units on a previous day. There was no reported impact to the customer¿s blood glucose level. Caller continued using same cartridge and resolved issue independently, requested email with cartridge loading resources, and was advised by technical support to call back for troubleshooting if problem recurred, which caller acknowledged.